Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 04/10/2026, it was reported by (B)(6) from daybreak that the band of a daybreak device broke during sleep while in the patient's mouth. The patient received the device on 11/13/2025 and stopped using the device on 04/03/2026. There was no harm caused to the patient. No outside clinical evaluation was sought.